Event description:
The reporter stated that the surgeon attempted to insert a 24.0 diopter, cq2015 three piece collamer len and the trailing haptic was bent and distorted. No patient injury. Surgery was completed with another lens of the same. The injector system was the cause of the lens haptic being distorted and bending. The patient's current condition is excellent.